Event description:
It was reported that during a surgical procedure, the router in the footed attachment became stiff. It was also reported that the top of the router was broken and there was a procedural delay of five minutes. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that during a surgical procedure, the router in the footed attachment became stiff. It was also reported that the top of the router was broken and there was a procedural delay of five minutes. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.